Event description:
Pt reports printing out without comments entered by technologists that would affect interpretation of the tests. This only occurs with results printed to remote sites via telephone modems. Reports printed on-site or displayed on computer terminals have complete result comments.